Event description:
It was reported that a 22mm aortic valve which was implanted two years ago was explanted, due to thrombosed leaflet. The valve was replaced with a tissue valve. The report states the patient was on an incorrect inr regiment which caused the thrombosis. The patient's anticoagulant regime is now 8mg. The physician does not attribute the ats valve for the thrombosis.

Manufacturer narrative:
The valve was returned in a glass container filled with a formaline. There was no evidence of thrombus on any initial visual investigation, the orifice was found to have a chip, most likely due to the explant procedure. The valve had normal tissue growth surrounding it. The leaflets functioned acceptably. The device history record was reviewed and found to be within specification and passed all acceptance criteria.